Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. The device passed the functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected battery out limit alarm, motor error alarm or displacement anomaly. The motor was tested outside of the device and passed. The insulin pump was received with all buttons responding properly. There was no damage or moisture damage on the keypad assembly. There was no unlocked lcd keypad connector. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked display window and cracked battery tube threads.

Event description:
Customer reported via phone call high blood glucose, hospitalization, battery out limit alarm and keypad anomaly. Customer's blood glucose level went as high as 502 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high ketones, high blood glucose, a mini stroke and was hospitalized. Customer was wearing the insulin pump when admitted into the hospital. Troubleshooting for battery out limit was performed. Customer replaced the battery and received the alarm. Customer was unable to clear the alarm due to keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised the act button was unresponsive. Customer advised they fell twice on ice outside of their apartment complex. Customer fell backwards and the insulin pump was on the front of their body. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.